Manufacturer narrative:
Medwatch sent to FDA on 07/26/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of allergic reaction, edema, full occlusion of eyelid closure, nodules, and dry skin are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events of allergic reaction, edema, full occlusion of eyelid closure, nodules, and dry skin as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported prior to injection patient was pretreated with alcohol 70% chlorhexidine and then injected to the lateral eyelid area, tear trough, and forehead with juvederm volbella with lidocaine. An unspecified post treatment therapy was given after the injection. The next day the patient developed an allergic reaction with intense edema on face and both eyelids and "full occlusion of the eyelid closure." Patient was hospitalized for 4 days "with an infectiologist" because "there was suspicion of an infection, which was not confirmed later, the event was just the edema." During hospitalization patient was prescribed antibiotic therapy and corticoids. In addition, patient had visible nodules at the application area. Symptoms were noted as resolved, except patient remains with "skin a little bit dry bilaterally."

Event description:
Additional information: healthcare professional provided clarification that previously reported 'ticoide' is referring to nodules that appeared after injection. Additionally, patient symptoms have fully resolved.

Manufacturer narrative:
Medwatch sent to FDA on 10/03/2016. Additional information: describe event or problem.

Event description:
Healthcare professional provided clarification of the event indicating the patient was hospitalized the same day symptoms appeared, which was the day after injection. Patient remained in the hospital for "about five days." The patient was prescribed vancomycin, predsim, diprospan, and "presented reports of 'ticoide'." The reporting physician has also noted "the patient experienced a case of allergy and node appearance in about 1 month and a half" and that the patient recovered using the prescribed medications.